Event description:
It was reported that at a dosing appointment for a patient with a m102, the duty cycle was found to be at 1% upon advanced interrogation with m3000 v1.0 software. The session report showed that the initial and final interrogation settings were as expected. The patient's settings were corrected during the same visit. No further relevant information has been received to date.

Event description:
The generator's programming history was reviewed. There was no evidence of a change in duty cycle nor a faulted diagnostics during the reported event. Review of the internal tablet data indicated no obvious warning message regarding the duty cycle reported. It was determined that although the report indicated that the observed duty cycle happened after interrogation, it was likely that it occurred after system diagnostics due to the absence of any data showing a 1% duty cycle. Instead, there is a know display error that would explain why a 1% would show after system diagnostics. Any time system diagnostics is performed in-session and the user navigates back to the parameters screen, all values will display correctly (including on time and off time), except for the calculated duty cycle, which will show 1%.. This display occurs because the system diagnostics will program the generator to this duty cycle to run diagnostics prior to programming them back to the intended cycle. In these cases the generator is operating at intended duty cycles settings and reinterrogation will resolve the display error. No further relevant information has been received to date.